Event description:
An article by mina et al., 2025 "fatal complications during photodynamic bone stabilization: a case report" details complications experienced during a humerus implantation procedure. A 68-year-old female with a history of metastatic sarcoma underwent prophylactic stabilization of the right humerus with an illuminoss implant on (B)(6) 2023. The patient's comorbidities include metastatic involvement of the lung and remote history of deep vein thrombosis and pulmonary embolism and used supplement oxygen. During the bone reaming and subsequent balloon inflation steps, the patient experienced a sudden cardiopulmonary collapse characterized by pulseless electrical activity, hypoxia and hypotension. Advanced cardiac life support was provided, and a transesophageal echocardiography was performed showing a severely dilated ra and rv with an underfilled, hyperdynamic lv, suggestive of a massive pe. Despite resuscitation efforts, the patient's condition continued to deteriorate, and several days post operatively the patient passed away. The authors speculate the cause of this complication was likely due to the balloon insufflation-induced dislodgement of marrow and subsequent embolization. The authors also note the patient was more susceptible to adverse effects of an intraoperative pe due to the patient being elderly, having a history of metastatic cancer with significant pulmonary involvement, and signs of pulmonary hypertension and right heart strain, which reduced the patient's ability to tolerate an embolic load, leading to rv dysfunction.

Manufacturer narrative:
The intraoperative patient collapse and subsequent death were determined to be due to a pulmonary embolism (pe). This conclusion was reached during a medical oversight review, in which the medical reviewer assessed a published journal article describing the case. The article reported that transesophageal echocardiography performed during resuscitation suggested a massive pe. Thrombolytic therapy was not administered because the treating team considered debris or fat embolism more likely than pe secondary to deep vein thrombosis (dvt). The medical reviewer noted that this discussion appeared to attribute the event to two possible embolic sources[?]pe from dvt and debris or fat embolism. The reviewer also observed that the article did not specify the time interval between balloon inflation and patient collapse, which would have been useful in determining causality. Additionally, the patient's history of dvt or pe was not provided, limiting the ability to fully assess the underlying risk. Both the journal article and the medical reviewer identified that the patient's significant comorbidities and overall reduced tolerance for an embolic load were important contributing factors to the fatal event. This adverse event is being submitted as the direct cause of the event cannot be determined.